Manufacturer narrative:
(B)(4).

Event description:
During the index procedure, one endeavor sprint drug eluting stent was implanted in the r-pda and one in the rca. Approximately 11 months post index, two endeavor sprint drug eluting stents were implanted in the rca. Approximately 11 months and 18 days respectively post stent implantations, the patient suffered a red flare, heat sensation and mild pruritus around his back. The patient was diagnosed as having radiodermatitis due to catheterization. The patient was prescribed rinderon-vg ointment . The investigator indicated that the event was not related to the study device.